Event description:
It was reported that the ventricular lead exhibited loss of capture, loss of sensing and high impedances. A lead fracture was suspected. The patient was asymptomatic. The lead was capped and replaced without any complications.

Manufacturer narrative:
(B)(4).